Event description:
A pt service rep contacted zoll customer support to report that a (B)(6) male pt's electrode belt was not functioning properly. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (equipment problem during pt set-up, lack of tactile alarms) has been confirmed. Upon eval, the solder joint of the pulse wires within the distribution node were not connected. The cause for the disconnected pulse wires cannot be positively determined but was likely the result of cold solders. In addition, the trunk cable connector was cracked. The root cause of the cold solder joints was unable to be positively determined, but was likely an assembly error. The root cause of the damaged trunk cable connector was unable to be positively determined, but was likely physical abuse.